Manufacturer narrative:
No blank display was noted. The insulin pump had a constant failed battery test alarm after the battery was installed due to a corroded battery tube. The operating currents and the low battery alarm, off no power alarm and motor alarm could not be tested due to the failed battery test alarm. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had motor error alarm, blank display, and a low battery alarm. The customer's blood glucose level was 189 mg/dl. Customer states they do not use the sensor feature on the pump and are able to do a set rewind. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.